Event description:
It was reported that upper chest discomfort, pruritus and rash occurred. A 4.00 x 20 mm agent drug-coated balloon (dcb) was used in the patient's saphenous vein graft. Following the procedure, the patient developed an upper chest rash with associated pruritus. The physician prescribed antihistamines (zyrtec) and a beta blocker to manage the symptoms; however, the patient has continued to experience discomfort since (B)(6) 2025.

Manufacturer narrative:
G1: added MFR site facility name, address 1, city, code and country.

Event description:
It was reported that upper chest discomfort, pruritus and rash occurred. A 4.00 x 20 mm agent drug-coated balloon (dcb) was used in the patient's saphenous vein graft. Following the procedure, the patient developed an upper chest rash with associated pruritus. The physician prescribed antihistamines (zyrtec) and a beta blocker to manage the symptoms; however, the patient has continued to experience discomfort since (B)(6) 2025.